Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to the fph service center in the us, where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service information and photograph provided by the fph service center. Results: visual inspection of the provided photograph revealed that the gas outlet port was broken off, which was also confirmed by the servicing findings. The reported fault was confirmed. A lot check revealed no other complaints of this nature for lot number 150730. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff infant resuscitator units are visually inspected and performance tested before leaving the production line and those that fail are rejected. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff has been repaired at the us service center, and returned to the hospital after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. The hospital also requested to service the affected neopuff unit. No patient consequence was reported.